Event description:
It was reported that the device failed rate calibration during testing. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 module that is failing rate calibration, out of range. Technical support check for any mechanical damage and that the administration set is correctly installed. Perform rate calibration. Replace the mechanism. Return the module to the factory. Recommended to replace the mechanism assembly. Next would be the logic board. Biomed has a mechanism assembly on hand and will conduct repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/20/2019 to present date 11/09/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 module that is failing rate calibration, out of range. Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended to replace the mechanism assembly. Next would be the logic board. Biomed has a mechanism assembly on hand and will conduct repair. A review of the device history record for sn: (B)(6) was performed from date of manufacture 09/20/2019 to present date 11/09/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. H3 other text: no product received.

Event description:
It was reported that the device failed rate calibration during testing. There was no patient involvement.

Manufacturer narrative:
Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended to replace the mechanism assembly. Next would be the logic board. Biomed has a mechanism assembly on hand and will conduct repair. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/20/2019 to present date 11/09/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed rate calibration during testing. There was no patient involvement.